Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that immediately resolved with no reoccurrence. The patient remained on impella support. No patient harm reported.

Manufacturer narrative:
The investigation into the aic controller error is complete. The device was not returned for investigation , data logs were analyzed and it shows the optical signal drops to -16384 for an extended period of time multiple times which between the imc logs and the rt logs points to the failure mode transient loss of optical data. The cause of the issue was not determined.